Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis and hospitalization. It was reported that during transseptal, the wire was in the appendage and the physician could not advance the wire into one of the veins. The physician dilated over the wire, the octaray¿ catheter was advanced, they got over left side and when ice (intracardiac echocardiography) was check the medical team noticed a small (.78 size) effusion. A 10-minute timer was set and the effusion increased in size to (1.1 cm). The octaray¿ catheter was pulled back into the "ra" (right atrium). Five minutes later the effusion size increased to (2 cm). The case was abandoned and no ablation was performed. Heparin was reversed. An interventional cardiologist was contacted to assess if a tap was needed. The patient was stable, and intubated with effusion under observation. However, the patient did end up requiring a pericardiocentesis and stayed overnight at the hospital. The physician "believed the cause may have been the wire." The physician thinks dilating tsp (transseptal) perforated and caused effusions. One catheter exchange occurred during the procedure. No error messages observed on biosense webster equipment during the procedure.